Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Remains implanted.

Event description:
It was reported that implant has the internal threads damaged. Customer reported that an abutment screw has loosened previously (reported under MFR# 0002023141-2021-00035). The restoration and abutment were removed; however, patient did not want to remove the implant. As a result, internal threads of the implant has damaged not allowing to seat/ positioning other devices. Implant remains implanted at the time of this report. Tooth location 8.

Manufacturer narrative:
A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11), unk zd impression coping and unk zd healing abutment were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #8 and length of usage is unknown. X-ray images were provided by the customer. The x-ray image shows the products not seating. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for both unk zd impression coping and unk zd healing abutment. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non conformances /CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for implant internal threads. However based on the x-rays, malfunction of not seating did occur and the reported event was confirmed for not seating. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive insertion torque, excessive torque placed on hex tool due to improper surgical procedure or poor case planning, over use or mishandling causing wear and the clinician does not follow the recommended protocol for product placement and final seating.

Event description:
No further event information available at the time of this report.